Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02478 for device 2. On (B)(6) 2009, the pt was implanted with an scs device. The ipg had not been charged in several months and the pt did not have stimulation. The pt tried to charge his device after not using it for a long time but was unable to. When he met with the rep, no connection could be made between the charger and the ipg. The rep tried another charger and it would not communicate either. There was no gauze, staples, swelling, or weight gain/loss. The rep tried adding/subtracting space and repositioning the antenna but nothing helped. The leads were tested and exhibited invalid impedances. On (B)(6) 2010, the pt's ipg and leads were explanted and replaced.

Manufacturer narrative:
Eval: method: a visual inspection, communications testing and functional testing were performed. The device history and sterilization records were also reviewed. Results: the visual inspection revealed discoloration in the header and lower septum. The upper septum was cored. The ipg failed to communicate with the lab programmer, lab charging sys, or the blue screen utility. The ipg can was cut open and the battery was removed. The ipg, when powered by an external power source, would still not communicate. A broken coil wire was found. It was unk when this wire was broken, but it could have been damaged during the can opening process. A lab coil was installed and the ipg now communicates. Auto test was performed and passed. Conclusion: the complaint about "no communication, no charge, no stimulation" was confirmed; as received the ipg was non-functional. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.